Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one patient sample. There were no instrument-generated messages accompanying the results. The same patient sample had previously been tested on an alternate lh780 instrument in the laboratory. The test results were flagged with a lymphocyte blast message. A manual differential was performed on the sample and 9% blast cells were observed. The customer believed the manual results to be correct. The erroneous results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR is for patient 1 of 1 on day 4 of 4 on analyzer 2 of 2. See the following mdrs for patient 1 of 1: day 1 of 4, analyzer 1 of 2, MDR #1061932-2011-01349. Day 2 of 4, analyzer 2 of 2, MDR #1061932-2011-01350. Day 3 of 4, analyzer 1 of 2, MDR #1061932-2011-01351. Quality control samples were run before and after this event and results were found to be within acceptable ranges. An analysis of the test data associated with this patient sample indicated an abnormal pattern from the wbc differential scatterplot; however, it was not significant enough for the analyzer's software algorithm to generate a blast flag. A field service engineer visited the site on (B)(6) 2009 to evaluate the instrument. He cleaned instrument shear valves, replaced erythrolyse delivery line (which was crimped) and optimized erythrolyse & stabilyse pumps in both volume modes. The root cause of this event appeared to be the instrument software algorithm which was not sensitive enough to generate any suspect flags for this patient sample.